Event description:
We received a report that a resident was in a shower chair when the front support bar came out of the fitting causing the resident to fall.

Manufacturer narrative:
We received a report stating that a resident was in a shower chair when the front support bar came loose from fitting causing the resident to fall. Contacted the director of maintenance who said the resident was doing fine but didn't have extensive knowledge of what happened. Facility did not return the chair and will not send an incident report or summary of events. Without inspecting the chair and no real knowledge of what occurred, no further action can be taken.